Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets tubing kinked events on (B)(6) 2025. The infusion set was in use forless than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.